Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain unknown. Was the procedure completed successfully? Yes. Any adverse patient consequences and what medical / surgical intervention was provided? Unknown. Name of the procedure? Unknown. What is the patient's current status? Unknown. Lot number? Mmbdtjq0. Device return status / follow up? Received to be shipped shortly.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. The needle tip broke inside the patient, significant time was taken to retrieve fragment. The procedure completed successfully. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch mmbdtjq0 number, and no non-conformances were identified. Device evaluation summary: a suture needle was submitted for evaluation. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.